Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of handle break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure from the common bile duct. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was used in conjunction with the alliance 2 handle to perform lithotripsy. When lithotripsy was attempted the basket failed to crush the stone, and the handle cannula detached. The physician grasped the pull wire in the handle with the pean, opened the basket and released the stone. The procedure was completed with a different device. Reportedly, there was no alleged malfunction with alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure from the common bile duct. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was used in conjunction with the alliance 2 handle to perform lithotripsy. When lithotripsy was attempted the basket failed to crush the stone, and the handle cannula detached. The physician grasped the pull wire in the handle with the pean, opened the basket and released the stone. The procedure was completed with a different device. Reportedly, there was no alleged malfunction with alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found the wire basket assembly was fully extended out of the distal end of the coil assembly and the basket wires were slightly bent from usage. A syringe tip was found to be broken off inside the injection port. The side car-rx presented approximately 4 mm pushback. The handle cannula was found to have been pulled out of the finger ring portion of the handle. Additionally, the handle cannula presented deep score/drag marks from the dimples to the proximal end as the cannula had been forcibly pulled out from the set screws. The side car-rx pushback, bent basket wires and broken syringe inside injection port are likely due to procedural factors the investigation concluded that user technique, tortuous anatomy, and other procedural factors most likely caused the tensile force applied by the user to not be fully distributed throughout the device causing the handle cannula to break. Therefore, the most probable root cause of ¿operational context¿.